Manufacturer narrative:
A query of non conformance reports (ncr)¿s was reviewed and confirmed that there is no ncr for this lot number. Since this complaint has been pending additional information from the customer for a period of more than 60 days and as the sample is not available for evaluation nor were photographs provided the issue could not be confirmed. The root cause and corrective actions could not be identified since the sample was not received for evaluation. This complaint will be closed with no further action; if sample is available later on, the complaint will be reopen for updated if it¿s required. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reports the doctor had placed the chest tube during open heart and was being removed on (B)(6) 2017 when it broke off into the patient. The customer further reports they had to do surgery to remove the broken catheter.